Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a connection issue between the supply line of the homechoice cassette and the supply bag; further described as "supply bag connection to the cassette line was loose and disconnected". This occurred during initial drain of peritoneal dialysis therapy. The caregiver would start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.